Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient experienced dizziness. Upon review, the atrial lead exhibited noise which was inhibiting pacing. No other electrical anomalies were present. The lead was explanted and replaced. The patient was stable before, during and after the procedure.